Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1683 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redt1683) have been reported from the same facility.

Event description:
It was reported the needles are leaking blood at y-port after flush. The facility reported three devices. This report addresses the first device.